Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these ams700 inflatable penile prosthesis (ipp) cylinders and pump underwent a thorough analysis. The component were visually and microscopically examined, leak and functionally tested. Both cylinders had wear at folds in the middle and in the proximal cylinder bodies and the pump did not pass the activation test. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the revision surgery performed.

Event description:
It was reported that the patient underwent a surgical procedure in which the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. Upon analysis a device problem was identified. No patient complications were reported.